Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) customer called for assistance with a blood detected alarm; reports they are unable to get the pump to fill and restart therapy. Verified there was no blood or discoloration in the helium tubing. The arrow catheter still appears to be kinked based on the balloon waveform. I suggested they go ahead and change out the pump and tag this affected one for biomed as well as discussing these findings with the surgeon and consider changing out the balloon. Customer stated they were likely going to remove it in several hours. I reminded of the 30 minute time window to remove the balloon once it went into standby. Called back about thirty minutes later to let me know they had rebooted the pump and it suddenly worked again and they were going to remove it in the next hour.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
No repair information has been provided at this time. Additional attempts to gain the unit serial number for verification of repair and status of the iabp were performed with no customer service rep response. All information has been obtained in gfe response for the complaint record. No further gfe attempts are required. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.